Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was a reflux issue during a procedure. The procedure was completed with the same equipment. There was no error message. There was no patient impact. Additional information has been requested.

Event description:
New information was received indicating that there was no reflux during irrigation/aspiration with 3 patients.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that during multiple procedures in (B)(6) 2019, there was no reflux ("objective" failure three times on 12 cataracts) during irrigation with four patients.

Manufacturer narrative:
The company service representative examined the system and was not able to replicate the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).